Manufacturer narrative:
Voluntary medwatch report received: mw5152687, mw5152688.

Event description:
Voluntary medwatch reports received noted that the right ventricular lead exhibited high pacing impedance and the atrial lead exhibited under-sensing. No intervention or patient consequences were reported.